Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A photo has been provided to the manufacture for evaluation and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the drainage catheter was broken after opening the package. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: one navarre locking pigtail 8 fr x 30cm percutaneous biliary drainage catheter and one photo of the sample device were returned for evaluation. Functional, microscopic visual, gross visual and tactile evaluations were performed. The investigation is confirmed for external slits in tip of the catheter, as microscopic visual evaluation revealed two splits just proximal of the conical distal tip of the catheter. The split surfaces of both cracks incline at an angle downward toward the distal end of the catheter and both splits have boundaries that curve out toward the proximal end of the catheter. A surface roughness was found immediately around both splits. Tactile evaluation did not reveal holes at either split. One electronic photo was reviewed. The photo shows two navarre drainage catheters of different sizes with a stylet inserted into each. According to the complaint details, the catheter on the left side in the photo is an 8fr catheter for complaint 1218354 and the catheter on the right side is a 10fr catheter for complaint 1218359. There does not appear to be any fluid residue on either catheter in the photo. The locking thread is exiting from a hole near the distal end of the catheter and entering a hole near the proximal end on both catheters. On the distal end, just proximal to the conical tip, on both catheters, a slit is visible in the photo. Although the exact root cause is not known, the root cause was confirmed to be manufacturing related after further investigation by the manufacturer. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the drainage catheter was broken after opening the package. The device was not used in/on the patient.